Event description:
Poor manufacturing sterilization barrier seal. Initial open seal was observed in inventory on (B)(6)-2010. (B)(4).

Manufacturer narrative:
Maintenance activity on (B)(4)-2010 resulted in the thermocouple on the heat sealer (B)(4) to be incorrectly mounted resulting in a possible poor seal if the pouch was not placed directly under the thermocouple location when sealing a pair of pouches. The sealer was not revalidated after the maintenance for manufacturing engineer determined it was not necessary because the thermocouple was not replaced. Prior to the maintenance of (B)(4)-2010 pouch location on the sealing bar was not a critical sealing parameter. Only two styles of pouches are sealed as a pair and were affected. Corrective action: all shipments of product were stopped on (B)(4)-2010. All heat sealing on heat sealer (B)(4) was stopped on (B)(4)-2010). One hundred percent blacklight inspection of lots prior to and after the identified product lot# was performed. Inspection results verified there were no poor seals prior to (B)(4)-2010 and that the poor seals were isolated to only the 2 pouch styles for these were the only pouches that were sealed as a pair. The heat sealer (B)(4) was serviced on (B)(4)-2010 and the thermocouple was found to be improperly mounted. The thermocouple was replaced and mounted correctly. The heat sealer (B)(4) has been revalidated with burst testing, peel testing and blacklight inspection on (B)(4)-2010. The heat sealer (B)(4) was returned to production on (B)(4)-2010 with 100% black light inspection of the seal. The sealer (B)(4) was not revalidated on (B)(4)-2010 for the thermocouple was not replaced. Future sealer maintenance activities will require equipment revalidation prior to releasing to production. The sealer revalidation procedure has been updated to determine the optimum temperature sealing with the use of blacklight, burst testing and peel testing on all sizes of pouches.